Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2023, 4837 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required) via hysterectomy - uterus & cervix. At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of parity 3, multi gravida, perineal pain, pelvic pain female, abdominal pain and multi gravida (first pregnancy: (B)(6) 2005 gender female, 71b 7oz. Vaginal delivery. Second pregnancy: (B)(6) 1998 gender male, 7lb/5oz, vaginal delivery. Gestational age 37 weeks third pregnancy: (B)(6) 1997 gender female, 8ib '0oz, vaginal delivery). Previously administered products included: oral contraceptive nos. The patient had a family history of diabetes mellitus, anemia and dysplasia. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2023, 4837 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy with bilateral salpingectomy and unilateral oophor ). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2023: final diagnosis: uterus, cervix, bilateral fallopian tubes and left ovary (total hysterectomy, bilateral salpingectomy and left oophorectomy): cervix: nabothian cysts, negative for dysplasia or malignancy. Completely examined. Uterus: endometrium status post ablation, negative for malignancy. Leiomyomata. Weight 101 grams. Fallopian tubes: paratubal cysts, negative for malignancy. Left ovary: corpus luteal cyst, negative for malignancy. Clinical information: pre-op diagnosis: atypical squamous cells of undetermined significance on cytologic smear of cervix (asc-us) other specified abnormal uterine and vaginal bleeding. Pelvic and perineal pain. Gross description: the right fallopian tube is 7.5 0.5 cm with fimbria and displays metallic wiring within the lumen at the cornu. Cut surface is pinpoint. The left fallopian tube is 6.0 0.4 cm with fimbria and displays metallic wiring within the lumen at the cornu. Cut surface is pinpoint. [Pregnancy test] on (B)(6) 2009: negative. [Ultrasound scan] on (B)(6) 2021: impression: single pedunculated left uterine fundal fibroid measuring 1.3 x 1.2 x 1.1 cm in diameter. Single simple follicle in the right ovary measuring up to 1.6 cm in diameter. Left ovary not visualized. It cannot be assessed. No pelvic free fluid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-sep-2023: medical record received. Surgical pathology report added. Lab data updated. Medical history, historical drugs & reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2023, 4837 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus & cervix). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.